Event description:
It was reported that "after 20 minutes when the insertion completion, the doctor found the thrombus block the catheter during used on the same patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00230 and 3006425876-2025-00194.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The image shows two catheter wrapped in a paper towel, with obvious signs of use. The customer complaint of a thrombus block in the catheter during use on the same patient could not be confirmed from the image alone. The customer also returned one 2-lumen catheter for evaluation. Visual examination revealed obvious signs of use in the form of biological material on the catheter. Sutures were left around the juncture hub and catheter body. There was no visual evidence of any blockages or defects with the returned catheter. The catheter body length measured 214mm in total, which is within the specification limits of 207mm - 227mm per catheter product drawing. The catheter body outer diameter measured 2.37mm, which is within the specification of 2.36mm - 2.46mm per catheter extrusion drawing. The inner diameter of the catheter tip measured 0.9906mm, which is within the specification limits of 0.95mm - 1.02mm per catheter product drawing. The distal extension line lumen inner diameter measured 1.7018mm, which is within specification of 1.65mm - 1.75mm per product drawing. The outer diameter measured 2.45mm, which is within the specification limits of 2.39mm - 2.49mm per product drawing. The proximal extension line lumen inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm - 1.50mm per product drawing. The outer diameter measured 2.17mm, which is within the specification limits of 2.13mm - 2.21mm per product drawing. The IFU provided with this kit states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The returned catheter was flushed from both lumens using a water-filled lab inventory syringe. Both lumens were able to flush easily with no resistance encountered. Each lumen was flushed multiple times with the same result. No biological material exited from either of the lumens. There were no blockages observed within the catheter lumens. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter-lumen crossover was observed. This testing confirmed that there were no functional defects with the catheter lumens. A device history record review was performed on the catheter with no relevant findings identified. The IFU provided with this kit warns the user, "clinicians must be aware of complications/undesirable side effects associated with central venous catheters including but not limited to: thrombosis... Maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with central venous catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The customer report of a catheter thrombosis cannot be confirmed based on investigation of the returned sample. Although there was evidence of use in the form of biological material on the catheter body, the catheter was returned with no visual evidence of any blockages or defects. The device passed all relevant dimensional and functional inspections, including flush testing. No biological material exited from either of the lumens and no blockages were observed. A device history record review was performed with no relevant findings to suggest a manufacturing-related issue. Therefore, the complaint cannot be confirmed as no problem was identified with the returned device. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after 20 minutes when the insertion completion, the doctor found the thrombus block the catheter during used on the same patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00230 and 3006425876-2025-00194.